Event description:
Customer reported via phone call to have a blank display screen. Customer's blood glucose was 494 mg/dl, which was treated with manual injection. Screen return after battery change. Customer also reported to have experienced keypad anomaly. Customer reported that buttons were hard to press and slow to respond. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had a cracked display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.